Manufacturer narrative:
The customer contacted the philips call center and requested a replacement battery.

Event description:
It was reported to philips that the device battery needs to be changed. Additional details were not available. We are considering this to be a malfunction of the battery. The device was reported to be in use and no direct adverse event to the patient or user was reported.